Event description:
It was reported that the bd intima-ii¿ prn y adapter 22 ga 1 in experienced leakage at the adapter and tubing. The following information was provided by the initial reporter: fluid leakage was found at the connection between the y-shape joint and the tube of the indwelling needle when the patient was given intravenous infusion, so a new indwelling needle was timely replaced.

Manufacturer narrative:
Investigation summary: DHR review(lot#1076036): the complaint gauge is 22g,assembly at auto line 4 in (B)(6) 2021 ,packaging at r240 packing machine in (B)(6) 2021, lot quantity is 186k. Reviewed the in process test and outgoing test reports for this lot products, all test results met the product specifications, no abnormality found. Reviewed the production records and machine troubleshooting records for this lot products. No abnormality, deviation or rework activity found. No defect samples and pictures were returned from the customer, the specific leakage point and damage state of the indwelling needle cannot be determined. Leakage test performed on the retained sample of this batch, the test is qualified, no leakage is found at the connection between extension tubing and connection site and catheter hub. No same complaint was received from the complaint lot. No abnormality was found on manufacturing process or retention testing. As no defective sample returned, further analysis cannot be done, and the root cause of fluid leakage at the connection between the y-shape joint and the tube of the indwelling needle cannot be confirmed. The plant will continue to pay attention to such defects.